Event description:
Upon removal of the duodenoscope used for the procedure, it was noted that the shaft of the device had cracked, and a sharp metal piece was exposed, which had caused a few mucosal lacerations but no major tears or perforations.